Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 20 mg/dl when paramedics arrived. Customer stated that he was driven and couldn't concentrate and someone stopped him on the highway and called the paramedics. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed the bicabarbonate buffer test and sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2013-05654 and 2032227-2013-05655.